Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction, implant date & explant date: dates have been updated.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown. It is unknown which lead migrated, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-13420. It was reported that one of the patient's leads had migrated out of the foramen. As a result, the physician explanted and replaced the patient's lead. Therapy was restored following the procedure.